Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that the clinicians were preparing to implant a mardis variable length ureteral stent in a pt during a ureteroscopy procedure. According to the complainant, prior to placing the stent the physician opened the package and noted a large hole in the body of the stent. No damage to the packaging was noted. Another mardis variable length ureteral stent set was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "doing well."